Event description:
It was reported that the colonovideoscope flickered when connected to the processor. The issue occurred during service and maintenance there were no reports of patient involvement.

Manufacturer narrative:
The date of the event is unknown. A supplemental report will be submitted when provided. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.